Event description:
This lead was implanted on (B)(6) 2009 and explanted on (B)(6) 2012 due to a recall on the lead. The procedure took place at (B)(6) center with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).